Event description:
It was reported by the pt's legal counsel that the pt received a tka on (B)(6) 2004. On (B)(6) 2006, the pt was revised for reasons that are presently unk.

Manufacturer narrative:
Based on the info available, the root cause of the event cannot be determined. Should additional info be obtained to further this investigation, this report shall be updated.